Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital with intracranial hemorrhage (ich). Initially international normalized ratio (inr) was 1.7 and then increased to 6.1 as patient developed liver failure and other end organ failure related to such a large head bleed. The patient was taken to the operating room for a craniotomy; intracranial pressure (icp) was extremely elevated, and the patient went into end organ failure. The pump was disposed of and no autopsy was performed. The pump was working as intended. No alarms were reported.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.